Event description:
User reported the device running faster than it should. It completed an infusion of visudyne in 8 min instead of 10 min.

Event description:
No pt injury resulted, and no intervention was required.

Event description:
User reported the device running faster than it should. It completed an infusion of visudyne in 8 min instead of 10 min. No pt injury resulted, and no intervention was required.

Event description:
No pt injury resulted, and no intervention was required.